Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had a stored episode of signal artifact monitor (sam) during a dual arrhythmia. Technical services (ts) reviewed device episode data and found that this was caused by oversensing of respiratory rate trend (rrt) artifact on the right atrial (ra) lead channel. The presenting electrogram (egm) and most recent lead measurements were normal. No adverse patient effects were reported. Currently, this crt-d system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had a stored episode of signal artifact monitor (sam) during a dual arrhythmia. Technical services (ts) reviewed device episode data and found that this was caused by oversensing of respiratory rate trend (rrt) artifact on the right atrial (ra) lead channel. The presenting electrogram (egm) and most recent lead measurements were normal. No adverse patient effects were reported. Currently, this crt-d system remains in service.